Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during surgery, while injecting the lens failed to discharge from the lens applicator, had a patient contact and surgery able to be completed using replacement lens same size. There was no impact to the patient. There are multiple medical reports associated with different events. This file is 9 of 9.